Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that patient had symptoms return. It was also reported that patient has sudden shocking and the ins turns off randomly and was not holding a charge. And also after the patient was shocked by the device, the doctor has to bypass the lower portion of the unit. The patient's daughter retaliated that it holds the charges but shuts off, when they turn the patient back on it has a full charge. Could not troubleshoot due to lack of access to product as the rep was not with the patient at the time of the call. It was reviewed for the rep that the shock may have been a result of turning the stim on as the patient was set to 4.1v. The left gpi contacts 0 and 1 have a short circuit, with impedances at 19ohms, however these contacts are not being used. Other impedances and right gpi contacts are fine. Group c : active)  left  right voltage/current 4.1 4.1 contacts:   c+, 2-  11-, 10-, 9+ pulse width: 100 90 frequency:                  150  150.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported experiencing a shock sometime earlier in 2017. The patient reported that they couldn't talk to tell anyone after it happened. The patient went on to report that it had been a rough week last week. The patient reported that they had lost their dog, and had trouble using the device because of the state of their mind. The patient reported that the battery level had gotten really low, but it was working now. The patient reported that today the recharge showed the ins battery as being 2/3 charged, but the patient did not see a lightning bolt on the recharger screen. The patient reported experiencing another shock when using the antenna locate feature of the recharger to turn the patient's stimulation on. No further patient complications have been reported as a result of this event.